Manufacturer narrative:
A representative of pronia medical systems discovered this issue during routine monitoring of the system the morning of (B)(6) 2009. Within hours of recognizing this issue, the nursing coordinators for the two glucocare systems were notified to be vigilant for any late alarms. It was determined that a recurrence of the issue would be unlikely to cause serious injury due to the normal vigilance of the nursing staff regarding glucose checks. Pronia's complaint review process at the time did not identify this as a reportable event. The probable cause of the alarm failure was quickly determined to be either a bug in the internet explorer 6 web browser, or a headphone plugged into the speaker jack of the computer in the ccu, which muted the speaker. To address these or any other issues that could prevent the audible alarm from sounding, we added an additional alert to the system. This "critical alert" is a notification to our monitoring staff (email and text message) that is sent whenever any nursing action is more than 15 minutes late. A software update containing this critical alert feature (v.1.2.23) was deployed to both systems on (B)(6) 2009. It was subsequently determined during a routine audit by an outside contractor, that this issue met the definition of a reportable event. Pronia has revised its complaint review process to ensure future incidents are identified in a timely manner.

Event description:
Audible alarm to check a blood glucose level did not occur when expected. Nurses had taken the patient off of the insulin drip protocol, but did not deactivate the patient in the glucocare system. Late glucose check was noticed by company representative during a monitoring check and ccu was called. Nurse reported that no audible alerts were occurring even though web browser was running. There is a backup alarm that notifies support whenever a glucose check is due and the web browser has been closed. However, in this case, the browser was running, but not issuing the alarm, so the backup alarm did not activate.